Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the discomfort at the pocket site and the system exacerbating the pain instead of relieving it was unknown. The system was explanted to resolve the issue. It was noted that this information was confirmed with the healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 977c165 lot# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the system was explanted. The rep reported that the patient had discomfort at the pocket site while wearing a belt. The rep reported that the system was exacerbating pain instead of relieving pain. The rep reported that on (B)(6) 2017 during a patient meeting, the patient stated that she had increased physical activity (walking, running hills, back-to-work, etc.) Which was more than she had been able to do within the last 3 years, she was happy with stimulation coverage and had 50% overall pain relief and legs no longer felt like they¿re consistently ¿on fire.¿ the rep reported that the issue was resolved. No further complications were reported.